Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn (B)(4)) failed functional testing due to user advisory (ua) 17 (max motor on time exceeded during active operation) error message. The root cause for the ua17 error message was due to defective drive train, as a result of normal wear and tear. The autopulse platform was manufactured in 2011 and is more than 8 years old, past the expected service life of 5 years. Upon visual inspection, noticed cut off head restraint wire on the top cover. The probable cause for the observed physical damage could be due to normal wear and tear or could be due to mishandling. The top cover needs to be replaced to address the physical damage. The autopulse platform passed the initial functional testing without any fault or error. However, during the run-in test, the platform stopped compressions repeatedly due to ua17 error message. The drive train needs to be replaced to address the observed ua17 error message. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During preventive maintenance, the autopulse platform (sn (B)(4)) failed functional testing due to user advisory (ua) 17 (max motor on time exceeded during active operation) error message.